Manufacturer narrative:
Two of the tx2 microtips, part number: 554-2003-001, were involved in this incident. The first one was from lot number: 17417-01-201811, manufactured on 9/21/2017, expiration date: 11/30/2018. The second one was from lot number: 07917-02, manufactured on 4/20/2017, expiration date: 2/28/2018. Both needles were returned and evaluated by tenex health. Failures were confirmed for both parts. Due to the state in which the devices were received, functional testing could not be performed. The fracture sites did not indicate a specific cause for the failures. Disassembly of the devices did not reveal any further anomalies or defects.

Event description:
During a procedure with the tenex system, two microtip needles separated from the rest of the hand pieces while performing the procedure. The needles were carefully retrieved from the patient and discarded. The procedure was completed with another microtip hand piece. There were no patient complications.